Manufacturer narrative:
Philips service replaced the flat detector (px4800 service only) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flat detector subsystem failed, causing loss of imaging functionality on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.